Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the graftmaster coronary stent graft system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional graftmaster stent is being filed under a separate medwatch report.

Event description:
It was reported that a perforation occurred in the left anterior descending (lad) with the use of an unspecified device. Two graftmaster stents were opened and prepared. A 3.5 x 16 mm graftmaster would not cross the lesion site; the device was removed and balloon angioplasty was performed. A 2.8 x 16 mm graftmaster stent was implanted, successfully sealing the perforation. Subsequently, the patient expired seven days post procedure. No additional information was provided.